Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had good results in (B)(6) 2012. In (B)(6) 2012, the speech discrimination with her implant decreased significantly. She had fluctuations of hearing in the implanted ear and suffered from loud tinnitus and sometimes some pain in the head.